Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one drainage hole in the ureteral stent was found to be bent upon opening of the package. It was impossible to insert the guidewire after multiple attempts and the guidewire could not be passed through. Per follow up information received via ibc on (B)(6) 2022, it was stated that the ureteral stent was not used on the patient.

Event description:
It was reported that one drainage hole in the ureteral stent was found to be bent upon opening of the package. It was impossible to insert the guidewire after multiple attempts and the guidewire could not be passed through. Per follow up information received via ibc on 05aug2022, it was stated that the ureteral stent was not used on the patient.

Manufacturer narrative:
The reported event is unconfirmed, as the problem could no be reproduced. Photo samples were submitted, however, no deformation could be seen from the photos. The ureteral stent and push catheter were returned with the original packaging. When visually inspecting the sample at 12" to 18" distance under normal room lighting no visual defects were noted, however, it did appear that the sample had been used due to the build up in the portholes. The correct number of portholes were noted to be present and no deformation of the portholes was noted. The device was attempted to be used for treatment purposes. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required.